Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: patient was revised due to osteolysis. Surgery was delayed 10-15 minutes to remove metal liner. Update ad 02 apr 2019: (B)(4) has been re-opened under (B)(4) due to the receipt of medical records received. After review of medical records, patient was revised to address failed right hip replacement with metallosis and pseudotumor. Revision note reported metallosis, capsulitis, pseudotumor, granular metal wear debris around the proximal femur and inferior aspect of the acetabulum, osteolysis and it was also mention that there was no evidence of loosening. Indication note reported pain, x-rays showed osteolysis around the inferior aspect of the cup and proximal femur and wear debris. Added stem and cup due to new allegation reported from medical records. Added new patient code medical device removal; and patient medical history and updated initials. Doi: (B)(6) 2007 - dor: (B)(6) 2016 (right hip) first revision.